Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced intermittent power shutdowns accompanied by a countdown message. A field service engineer performed the replacement of the all-in-one, docking board, and hard drive, reimaged the drive, synchronized the database, installed eset, and configured the station to be managed within the remote support service to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system displayed an ac power failure screen prior to the screen going black. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.